Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the o-ring. Customer loaded a new cartridge to address the issue. Customer's blood glucose was 351 mg/dl with high ketones. Customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) on (B)(6) 2022 for diabetic ketoacidosis. Customer was treated intravenously with fluids of saline and insulin, and was released from the ICU two days later on (B)(6) 2022 with the issue resolved and no permanent damage. Tandem technical support walked caller through system check and confirmed the pump is functioning as intended.